Event description:
It was reported that the patient presented to the emergency room with anti-tachycardia pacing rhythm that accelerated into ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592 implantable pacing lead, (B)(6) 2004. (B)(4).